Event description:
During cystoscopy transurethral resection of bladder tumor, the olympus resectoscope sheath ceramic tip broke off and fell into patient bladder. Md was able to use a grasper and retrieve the broken piece without issue.